Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the inflow tube sets ar-6420 (z5065 and z5027) were defective. The pump was set to maximum flow continuously. The tubing set was replaced, but the problem persisted. Per complaint reporter there was no harm for patient, operator or third party. No further information provided.